Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction coincident with automated peritoneal dialysis (apd) therapy. The event was manifested by swelling face and tongue. The cause of the event was reported as possibly due to the homechoice cycler tubing (unknown cassette). The patient was hospitalized for the event. On an unknown date, the patient was intubated and later had a tracheostomy due the allergic reaction. At the time of the report, the patient remains on peritoneal dialysis though via the continuous ambulatory peritoneal dialysis route. The patient's recovery status and outcome of the event were not reported. No additional information is available.